Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient did a latitude follow-up after getting shocked. The patient is a weightlifter. Technical services discussed some programming options with the sensing vectors. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. The patient was exercising at the time of the events. There have been shocks with both the primary and secondary sensing vectors. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient did a latitude follow-up after getting shocked. The patient is a weightlifter. Technical services discussed some programming options with the sensing vectors. There were no additional adverse patient effects. The system remains implanted.